Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead exhibited undersensing and high capture threshold. The lead was not used, and the procedure was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported events unacceptable threshold and under sensing were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies. The s-curve height was measured to be within specification.